Event description:
It was reported that the ilet user unintentionally navigated to the fill tubing screen and, under guidance, disconnected from the infusion site and advanced the fill sequence only to exit the screen and return to the home display, with no insulin delivery through the tubing while connected and no alerts or alarms. There were no reported symptoms or reported clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included review of user-reported interaction with the pump user interface and standard troubleshooting and education to ensure correct navigation and avoidance of tubing fill while connected. Investigation of this case revealed user interface use error without device malfunction, with the infusion set and cartridge functioning as designed and no component performance issue identified. It was concluded that the cause was user interaction error consistent with known use-related behavior, with the device performing within specifications.